Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient underwent surgical intervention to remove and replace his ipg which resolved the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient reports he lost his programmer and magnet and was unable to adjust his stimulation. A replacement programmer was sent to the patient. Follow up information identified the ipg is unable to communicate with his programmer. The sjm representative confirmed the issue. Surgical intervention may be pending to address this issue.